Event description:
The user reported a lack of functionality of the catheter and pain during use. An x-ray was performed and a leak was found in the sub-cutaneous tissue at the junction of the extender. The extender portion was repaired adn sutured around the titanium connector with a prolene suture. The suture caused the catheter to fracture a second time. The physician replaced the extender portion using a silk suture. The catheter was reported to be functioning correctly. Implant date was not provided and is an estimate.

Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be sent after the evaluation has been completed.

Manufacturer narrative:
The connector and a small portion of damaged catheter were returned for evaluation. The device was visually inspected and a cut/tear of the catheter was found at the location of the suture. The complaint was confirmed. Since the lot number was not provided, the device history record and complaint database could not be reviewed.